Event description:
Underdelivery. The pump was programmed to deliver 278ml of an unspecified solution at 139ml/hr. Reportedly, at the end of the 2 hours, there was approximately 75ml left in the bag instead of the bag being empty as expected. There was no reported adverse patient event. Though multiple attempts were made to obtain additional information from the customer, no further information was provided.